Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having another non-curonix device implanted has been ruled out. Additionally, severe force applied to the implant has been ruled out as a potential cause. The transmitter assembly associated with the complaint was returned for investigation. The investigation found a damaged component as l12 was broken. A potential cause could be dropping the device onto hard surface. Although the investigation found a damaged component, the investigation of the device was unable to replicate the alleged issue. Thermal imaging was used to verify the outside temperature of the device while charging, the internal temperature of the device while charging, the outside temperature of the device while operating, and the internal temperature of the device while operating. Results are as follows: outside thermal temperature while charging: 32.0°c internal thermal temperature while charging: 37.3°c outside thermal temperature while operating: 29.9°c internal thermal temperature while operating: 36.9°c the outside thermal temperature while charging was 32.0°c, which is below the product requirements specification of 41°c (106°f). Based on the thermal imaging, there is no evidence of thermal damage and the product met temperature specifications. The stimulator is used to treat pain. Although the cause of the burning sensation is unknown, the investigation of the transmitter assembly found a damaged component (failure). Refer to (B)(4) for additional investigation details and risk assessment for broken l12. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported a burning sensation while using their device. The burning sensation was relieved within minutes of removing the wearable. As of (B)(6) 2025, the patient is using their other transmitter assembly, they have not reported another incident of a burning sensation, and they have returned to baseline.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having another non-curonix device implanted has been ruled out. Additionally, severe force applied to the implant has been ruled out as a potential cause. The transmitter assembly associated with the complaint will be returned for investigation. However, it has not yet been received by curonix hq. The stimulator is used to treat pain. The cause of the burning sensation is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported a burning sensation while using their device. The burning sensation was relieved within minutes of removing the wearable. As of (B)(6) 2025, the patient is using their other transmitter assembly, they have not reported another incident of a burning sensation, and they have returned to baseline.